Event description:
Groshong catheter separated during insertion. (Fracture vs inadvertent cut.) Another procedure performed. Removal of broken sheath by cardiologist and radiologist (removed from rt atrium).